Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Additionally a tissue like substance was returned. The sheath soft grey tip had been flared. Both the dilator outside diameter and sheath distal tip inside diameter measurements met specifications. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the flared soft gray tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage and the loose ¿tissue like substance could not be conclusively determined.

Event description:
Following transseptal access a tissue like substance was noted on the tip of the sheath. During prep of the introducer the user noted a small gap at the tip of the sheath and the dilator transition point. The device was used for transseptal access without any issues advancing the needle and dilator. Following left atrial access, after withdrawal of the guidewire and dilator, and during the advancement of the sheath, a tissue like substance was visualized on echo. The tissue like substance was successfully aspirated with the introducer as it was being retracted into the right atria. The physician believes the substance was septal tissue that was sheared by the sheath during transseptal access. Another introducer was opened and the same gap was noted at the dilator transition point; however, the introducer was used without issues for transseptal access x2 and the procedure was successfully completed with no adverse consequences.